Event description:
Pt had a fractured hip and was taken to surgery to have a side plate put on one of the screws. The screw broke off while being tightened. Half of the screw is still in the bone, with the head broken off. There were other screws securing the plate on the bone. The screws are taken out of the box and put in a set and sterilized so there is no way to determine the identification numbers. It was a five hole compression plate and screws.